Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient got an error code of ¿9 ¿ 64, 10 ¿ x204, 11 ¿ .¿ this happened when she tried to change the program. Additional information received reported that stimulus did not reach the target and vanished when walking. Adaptive stim was programmed on and the problem was solved. There were no further complications reported or anticipated.